Event description:
A patient underwent an anterior cervical procedure on an unknown date using a cervical plate system. Sometime post-op, it was observed that one of the screws in the construct loosened. No further details could be obtained.

Manufacturer narrative:
Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.